Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. Intraoperatively found copious amounts of gross, white milky fluid consistent with metal-on-metal disease and evidence of metal corrosion at the neck taper junction. Update - (B)(4) 2012 - litigation received (B)(4) 2012. Complaint changed to legal. Litigation alleges patient had pain and discomfort after asr hip implant. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint has been reopened for additional investigation of the femoral stem.

Event description:
Patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. Intraoperatively found copious amounts of gross, white milky fluid consistent with metal-on-metal disease and evidence of metal corrosion at the neck taper junction.

Manufacturer narrative:
The report states: patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. Intraoperatively found copious amounts of gross, white milky fluid consistent with metal-on-metal disease and evidence of metal corrosion at the neck taper junction. Doi: unk; dor: (B)(6) 2011 (left hip). Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. Intraoperatively found copious amounts of gross, white milky fluid consistent with metal-on-metal disease and evidence of metal corrosion at the neck taper junction. Doi: unk - dor: (B)(6) 2011 (left hip). Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation papers received alleges patient had pain and discomfort after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update - (B)(4) 2012 - litigation received (B)(4) 2012 and attached. Complaint changed to legal. Doi: (B)(6) 2007. Litigation alleges patient had pain and discomfort after asr hip implant. There is no new information that would change the outcome of the investigation. Update: 2/7/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint has been reopened for additional investigation of the femoral stem. Update: (B)(4) 2012 - litigation received (B)(4) 2012 and attached. Complaint changed to legal. Doi: (B)(6) 2007. Litigation alleges patient had pain and discomfort after asr hip implant. There is no new information that would change the outcome of the investigation. Update: 2/7/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint has been reopened for additional investigation of the femoral stem. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.